Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one atlas gold pta dilatation catheter. Upon visual inspection the balloon appeared to have residue throughout. No anomalies noted to the y-body. During functional testing the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted with some slight resistance on the kink near the proximal end. An in-house presto inflation device was used to inflate the device, and water was noted to be leaking from the balloon from the distal tip. In addition, water was leaking from the distal tip of the catheter. Under microscopic examination, a circumferential rupture was noted to the balloon. Then to find the source of the leak from the distal tip, the balloon was cut to reveal the inner gw lumen. It was noted there was a break on the gw lumen on the proximal end of the balloon. The break was the source of the kink initially seen. In addition, the glue bullet was pulled from the outer catheter. No further functional testing was performed. One video was provided and reviewed. The video shows healthcare professional holding the atlas gold balloon. When hcp try to inflate the balloon, the water was noted to be leaking in the distal tip of the balloon. Blood residues were noted throughout the balloon. No other anomalies noted. Therefore, the investigation is confirmed for the reported leak as the water was leaking from the distal tip of the balloon. The investigation is confirmed for the identified break as the break on the gw lumen on the proximal end of the balloon and also the investigation is confirmed for the identified circumferential rupture was noted to the balloon. A definitive root cause for the reported leak and identified circumferential rupture and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 62-year-old female patient underwent an angioplasty procedure for central vein stenosis in femoral vein using the atlas gold pta balloon. During the procedure, the balloon allegedly leaked from the tip. The procedure was completed using another balloon. There was no reported patient injury.